Event description:
At some point before or during the procedure the top right corner of the pad shifted off of the metal table. At the end of the procedure the patient was rolled onto her right side in an effort to place a slide board under her. Once her shoulder was over the implicated corner, momentum kept her rolling and she went to the floor landing on top of the nurse.